Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first proglide device was successfully pre-placed at the 2 o¿clock position. The second proglide device was inadvertently deployed at the 2 o¿clock position as well. At this point in the procedure the device was turned to the 10 o¿clock position with the foot plate still open. The second device was unable to be removed; therefore, a surgical cut down was performed to remove the second proglide device. It was noted at that time the sutures of the first and second proglide devices were entangled. The sutures were cut and the evar procedure was completed. Hemostasis was achieved with surgical sutures. No vessel damage was noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use states to rotate the device approximately 30 degree towards the patient¿s right side. Step 17 states repeat steps 2 ¿ 13 with the second perclose proglide device. Note: in step 4, the second device should be rotated approximately 30 degrees to the patient¿s left side. Deploy the foot by lifting the lever (marked #1) on the body of the device. The reported entrapment and device interactions appear to be related to the deployment of both devices in the 2 o¿clock (patient¿s right side) then repositioning the second device to the 10 o¿clock (patient¿s left side) with the foot in the open position. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following clarification was received: the foot of the 2nd proglide device was deployed at the 2 o'clock position and the device was rotated with the foot deployed. The needles were not deployed until after it was rotated. No additional information was provided.

Manufacturer narrative:
Nag3: the alert date for emdr-47411 was corrected from (B)(6) 2021 to (B)(6) 2021.